Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the magnet had fallen out of the insep. The field service engineer replaced insep to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was failed with no audible clicks or noises. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.